Event description:
It was reported that a clearlink system non dehp solution set leaked at the junction of the tubing and the filter. This was further described as the ¿customer noticed fluid at junction of tubing and filter when inspecting line after a downward flow occlusion alarm¿. This was identified while running an epoproszenol IV (intravenous) infusion on an unspecified pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional initial reporter phone no: (B)(6). Device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing which included pressure and clear passage tests were performed and the results were satisfactory. Additionally, priming of the set was performed with no issues noted. The reported condition was not verified. The device met specifications. Should additional relevant information become available, a supplemental report will be submitted.